Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
New information was received on (B)(6)2020 by a technician from the getinge national repair center. The drive with the serial number (B)(6) was already investigated in complaint#(B)(4). Due to this information this complaint is closed as a double entry to complaint#(B)(4). All further investigation steps were handled in complaint#(B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device displayed a temp error. No more information provided. Complaint ID: (B)(4).